Manufacturer narrative:
The returned valve was patent. The valve met the requirements for siphon, reflux, pressure flow, preimplantation and leak testing. There was proteinaceous debris noted within the interior and exterior of the valve. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris¿. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the manufacturer representative had a device to return. No further information was provided in the nature for this return.